Manufacturer narrative:
Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, a definitive root cause for early pannus could not be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology may have contributed to the event. The subject device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm 7300tfx mitral valve was explanted from the mitral position after an implant duration of four (4) years and nine (9) months due to pannus leading to mitral regurgitation. A 29mm 7300tfx valve was successfully implanted in replacement. As reported, the patient did not use the anticoagulant in the first three (3) months after the initial mvr surgery.

Manufacturer narrative:
H3: evaluation summary: customer reports of pannus and regurgitation were confirmed due to observed rolled leaflet from host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 14mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 on the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Multiple sutures remained attached to the sewing ring around the valve. A suture pledget also remained attached to the host tissue overgrowth around leaflet 2. H10: additional manufacturer narrative: updated sections d9, h3 h11: corrected data: corrected section h6 (type of investigation, investigation findings, investigation conclusions), h10 (additional manufacturer narrative) host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, the root cause of this event has been confirmed to be due to observed rolled leaflet from host tissue overgrowth and restricted leaflet mobility as demonstrated in the device evaluation. These findings were most likely impacted by patient related factors and/or progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.